Manufacturer narrative:
The device was received for evaluation. Evaluation was able to confirm that the door would not close. There was a fluid residue found within the latching mechanism that had made the latch inoperable. Evaluation was able to clean off some of the dried substance to allow the latching bar to move from side to side. The door was able to be latched after cleaning the door portion of the mechanism. Tubing guide displays dried substance within loading area. Unit is able to successfully load and run a set. Case halves were separated displaying more fluid ingress along the door portion of the mechanism along the edges of the cases. Visual inspection also identified that the ac adapter was physically damaged, and the rubber foot was missing a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the fluid residue on the device. The large volume pump mechanism, ac adapter, and rubber foot will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump door did not close during programming/setup. There was no patient involvement. No additional information is available.